Event description:
Per the clinic, the patient experienced lack of benefit with the device, leading to non-use, along with persistent skin irritation and pain at the abutment site. A skin revision surgery was performed (specific date not reported), involving excision of irritated scar tissue and closure using a local advancement flap. However, the issue could not be resolved. The device was explanted on (B)(6) 2026 under general anaesthesia. It is unknown if there are plans to re-implant the patient as of the date of this report.